Manufacturer narrative:
Correction: h1 to n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803. Additional information: b5, h3, h6.

Event description:
Additional information received on 1/13/2025: the part number for the univers revers suturecup 33 used with the new humeral stem is ar-9502f-33cpc. This issue occurred when the implants were being assembled together on the back table before any of the implants touched the patient. The case was no delayed in the case and additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via email that a 33 mm suturecup screw would not tighten to an ar-9501-05p univers revers humeral stem. The surgeon used the stem assembly block and the up/stem adapter when the issue was first noticed. After several attempts to get the screw seated, the surgeon removed the adapter from the suturecup to confirm that everything was seated correctly. The surgeon noted that the screw would advance slightly but then would hit a hard stop and wouldn't advance further. After several failed attempts and to avoid stripping the suturecup screw, a new stem was opened and assembled to the cup with no issues, and the case continued as normal. This was discovered during an rts procedure on (B)(6)2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces during use and/or misaligned insertion.